Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the adhesive peeled off because the excessive force was applied when handling the device.

Manufacturer narrative:
Local service department checked the subject device and found that the phenomenon was due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, gap of adhesive on the distal end was found. There was no report of patient injury associated with the event.